Manufacturer narrative:
The act button didn't respond due to flattened button dome switch. The device was received with minor scratches on the display window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was having problems with the insulin pump. Customer presses the act button and it will not work. He has to press it multiple times for it to respond. He doesn't recall his blood glucose level or any significant event which may have the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.